Event description:
A healthcare professional on behalf of customer reported that consumer experienced eye redness and developed corneal ulcer in right eye. The consumer also had eye pain and eye was bothering like a sharp needle stabbing. The consumer sought medical attention. The consumer was treated with moxifloxacin 0.5% ophthalmic solution 3ml (1 drop 6 times a day). The current status of the consumer¿s eye is resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).